Manufacturer narrative:
The reported 4.5mm footprint ultra pk suture anchor assembly intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery when the anchor was slided to enter it in the previously made perforation (site), it was broken in the tip, exactly in the part where the hole is to pass the threads; the fragment was removed with a recovery clamp of our company. A backup device was used to complete the surgery. No delay or patient injury reported.